Manufacturer narrative:
A beckman coulter (bec) customer technical specialist (cts) reviewed the proservice history and assisted the customer to troubleshoot the issue. The customer found that the needle was bent. A bec field service engineer (fse) was dispatched to the customer site.the fse replaced the bent needle to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported obtaining incomplete needle retract error message on the coulter lh 500 hematology analyzer. There was no report of injuries, erroneous results, or change to patient treatment in connection with this event.